Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00162, 0002648920-2018-00698. Concomitant medical devices: femur cemented posterior stabilized (ps) standard right size 7, catalog#: 42500606202, lot#: 63636831; tibia cemented 5 degree stemmed right size e, catalog#: 42532007102, lot#: 63633386; all poly patella cemented 29 mm diameter, catalog#: 42540000029, lot#: 63646470. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the devices remained implanted following this event. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, the patient had delayed healing of the initial incision which required antibiotics and referral to the wound treatment department. Attempts have been made and no further information has been provided.

Manufacturer narrative:
UDI: (B)(4). Reported event was confirmed by review of medical progress notes stating the patient was experiencing delayed wound healing and was placed on antibiotics. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.